Event description:
Covidien rec'd info stating that due to a malfunction of an achieva ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The eval of the device is still in process.